Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No a21, a17 alarm and no unexpected battery power loss anomaly noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out, external ram crc error and unexpected restart. The customer's blood glucose value was unknown. Customer stated that a temp basal was not programmed before the unexpected restart alarm occurred. Unexpected restart alarm occurred shortly after inserting a new battery. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the pump. The self-test was not did. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.